Event description:
During an accessory resection procedure, the connector of the hand piece and disposable device broke. Changed to another handpiece and blade to complete the procedure. There was no pt consequence.